Event description:
Complainant alleged that the medics were responding to a call for a pt, who was found supine by a family member, a physician. Prior to the medics arrival, an IV had been established and atropine had been administered by the physician. The pt had a "do not resuscitate" order. The pt had a pulse of 30 beats per minute. The pt was monitored, and it was determined that the pt was presenting a bradycardia heart rhythm and had a 3 degree heart block. The pt was given atropine and the pt's pulse increased to 58 bpm. The pt blood pressure was 100/50. The pt was semi-conscious. The pt heart rate count went down to 40 bpm after 15 minutes. The pt was given atropine and the pt heart rate went to 50 bpm. The medics attempted to pace the pt with the device, but the unit displayed a "poor pad contact" message. The medics pressed down on the pads, in an attempt to confirm that there was good pad/skin contact, but the device continued to display the same message. The medics then attempted to monitor the pt using a four lead ECG cable and ECG pads, but the device would not monitor the pt's heart rhythm. The pt was then transported to the hosp. During the transport of the pt, the pt was given additional atropine and another medication. The pt then became verbal. There was no indication of any adverse effect on the pt as a result of the reported malfunction. The complainant indicated that the lot number of the stat pads multi-function electrodes that were used in the event is unknown, as both the pads and the packaging were inadvertently discarded subsequently to the event.